Event description:
Event description guidant received information that this pacemaker demonstrated loss of output during interrogation, however normal function was noted when the device was not being interrogated. In light of the recent advisory issued on this model pacemaker, it was explanted and replaced.